Event description:
It has been reported that tibial insert didn't fit on the baseplate. The next insert was implanted successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.